Event description:
The patient experienced loss of stimulation and therapeutic effect, and had a surgical revision on (B)(6) 2015 with little help. The patient was not receiving stimulation in the right areas after the lead revision surgery and had pain over the pocket site since the revision. There was a warm or burning sensation over the pocket site. Pain and less than 50% therapy relief was reported. The location of the symptoms was at the device pocket, left side implant. X-rays were performed. A full system explant occurred in the week of (B)(6). The doctor did not feel it was related to the stimulator, but removed it to take it out of the equation. The patient made the decision to move forward with a pump instead due to being displeased with the stimulator. Nothing suspected wrong with the device so not returned for analysis. The patient was happy after the stimulator removal. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754 serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).